Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7278374, UDI: (B)(4).

Event description:
It was reported that the patient had a new pain develop in left thigh and knee following a trial procedure. The physician believed it was nerve irritation from the procedure. The patient was prescribed a steroid. The explanted spinal cord stimulation (scs) leads will not be return.